Event description:
The capsule was punctured after the lens was inserted into to the eye. It is unk if the lens was left implanted. There was no add'l pt injury.

Manufacturer narrative:
This medwatch was completed by the MFR.